Event description:
Report received from a dentist of an adverse event that occurred associated with accuject dental needle 30 gauge short. Pt was seen in dental office for the extraction of a primary tooth "t" (secondary primary molar). The dentist performed a lower right mandibular block. Xylocaine 2% 1:100,000 was injected with an accuject dental needle 30 gauge short (lot # 980601 or 970927). On injection, the needle broke off at the hub, imbedding in the tissue. The broken needle then pushed into the muscle where it disappeared. The tooth extraction continued successfully. The pt was seen by two oral surgeons on consult. The oral surgeons both recommended that the needle be left in place as it was doing no harm. It was also recommended to continue to monitor the situation, and if the needle begins to cause a problem, it will need to be removed. Add'l info requested.

Event description:
Follow-up information received on 1/14/2000 clarified the lot # of the accuject needle was 98f01.